Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 684 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with syringe and intravenous preparation. Customer stated that auto mode feature was active. Customer was visit to emergency room. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.